Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 143814: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to feeling unstable. The surgeon noticed the stem was loose. The cause of the loosening is unknown. The surgeon revised the stem, liner and head. The surgery was completed successfully. Explants are not available.